Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the cranial application software exited without prompt from the user and became unresponsive on the main screen. The site reported the issue occurred while moving through the application software.

Manufacturer narrative:
Correction: at the time of the issue, they were able to reboot the navigation system and when moving through the software, the same issue recurred, the system exited and became unresponsive on the main screen. They disconnected the active head frame and probe as well as the footswitch and rebooted the system again. This resolved the issue and they were able to proceed to the plan task and then with the procedure. There was no impact on patient outcome. There was no reported delay to the procedure due to this issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.